Event description:
A malfunction alarm, specifically alarm 20, was reported while the customer was using the pump during insulin delivery. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with loading a new cartridge, but the issue persisted, leading to the decision to replace the pump.